Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer would changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to an alternate method insulin therapy.